Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "progav1 system explanted. Progav2 implanted." Doctor chose to perform revision due to difficulty program prgav 1 system. This particular system was a progav/prosa system. No patient injury. No delay in surgery.

Manufacturer narrative:
Manufacturing and quality control data: the above mentioned shunt system was manufactured by a qualified employee in (B)(6) 2015. Deviations during assembly did not occur. The shunt system was sterilized by miethke and released for shipment after final inspection. The valve has a normal pressure range of 0 to 40 cmws (prosa) and 0 to 20 cmws (progav). The valves specifications after final inspection have been passed. The shunt system was inspected as article fv770t. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and signed during the manufacturing process. All parameters have been assessed as ok. Investigation: optical inspection/permeability test/adjustment test/braking force and brake function test: n/a. Result: the valve was sent to us placed in a strongly contaminated liquid. Against this background, we have evaluated the shunt system with risk level 3. Under these condition an investigation is not possible for us. No CAPA is necessary. Corrected data: changed to "serious injury". (B)(4).